Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to a patient who was being treated with lioresal intrathecal (concentration, dose, lot # unknown). The patient's indication for pump use was intractable spasticity. The patient had a successful trial, and on (B)(6) 2015 was implanted with the intrathecal device. The pump had been helping the patient considerably, but recently there were changes in the patient's efficacy. The physician had tried to do a dye study and was unable to aspirate. The physician planned to replace the catheter on (B)(6) 2015. The issue had not been resolved at the time of this report. Patient outcome was unavailable. Additional information has been requested but was not available at the time of this report.